Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, floppy. Guide cath: axess 6fr jl4. Stent: 3.0 x 15 mm promus. Other: terumo ivus oct. There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the japan xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, a 2.5 x 28 mm xience v stent was implanted in the mid left anterior descending artery and a 3.0 x 15 mm promus was implanted in the proximal left anterior descending artery. On (B)(6) 2012, the patient developed focal in-stent thrombosis in the xience stent. Dilatation was performed with a non-abbott dilatation catheter and no aspiration was performed. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.